Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filled. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, an chest x-ray was conducted but did not provide conclusive information regarding the device's position. It was believed that the pump was in a suboptimal position; however, the physicians decided against repositioning it at that time. It was noted that the impella was planned for removal and had been repositioned the previous day due to its placement in the papillary muscle. It remained unclear whether the device¿s positioning influenced the decision to remove it. Additional information noted care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.